Manufacturer narrative:
H.6. Investigation summary: one sample protector connected to a vial of piperacillin/tazobactam along with one syringe and injector were returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. A device history review was performed for reported lot 1704009, no deviations or non- conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane, results were reviewed for this lot and found to be within specifications. Fifteen retained samples of the same lot were used for additional evaluation. All product was visually inspected and no defects were identified. Functional testing was performed on twelve of the samples, connecting the protector to a standard 32mm vial using the m12 assembly fixture and attaching a sample syringe and injector. In all cases the protectors were properly fitted to the vial, liquid inside the syringe could move to the vial and back to the syringe without issue, and no leaks were observed. The remaining three retained sample protectors were then fitted to the vial that was returned and a leak between the protector and vial was observed. During the investigation it was noted the protector housing could not properly fit to the vial of piperacillin/tazobactam. Based on the investigation results, it was determined that the protector was not able to properly connect to the vial due to the vial cap which resulted in the leak reported. Complaints received for this device and defect will continue to be monitored by our quality team. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of protector p53 experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of protector p53 experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.